Event description:
Caller reported an error with the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump, and after walking the caller through the process, the error did not reappear. The caller successfully started their sensor session afterward.